Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports to have been hospitalized on (B)(6) 2015 with blood glucose of over 1000 mg/dl. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer reports to have stopped insulin therapy per healthcare professional's advise. Customer declined troubleshooting. No further information provided.